Event description:
A customer reported a bluetooth malfunction. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.